Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: heartrail jl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left anterior descending artery (lad). Pre-dilatation was successfully performed at the lesion. Reportedly, the balloon ruptured at 14 atmospheres during first inflation. The catheter was removed from the patient anatomy without resistance and a pin-hole rupture was observed in the balloon. A second nc trek was used for further pre-dilatation. A xience prime was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.